Event description:
A 45-yr-old female pt with diagnosis of uterine prolapse, cystocele, rectocele, fibriola, urinary incontinence was admitted 1/18/94 for vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair, bladder suspension and vaginal vault suspension. Surgery was accomplished in a normal clinical course. Intra-operative blood loss of 150 cc. Exam of suture sites confirmed per physician and reflected adequate hemostasis. One and 1/4 hrs postop a hemoglobin check reflected a 4 g drop. Some bleeding noted via vaginal vault packing. Abdomen non-acute. Vital status stable with low bp. Approx 2 hrs later hemoglobin decreased another 3.2 g. Pt's abdomen was distended. Pt returned to or for emergency laparotomy and bleeding found at left ovarian artery. Physician questions patency of suture line from device from previous surgery.